Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-1317ft nano corkscrew ft tip broke off during insertion. The broken fragments were retrieved, and another anchor was implanted successfully to complete the case. This was discovered during a procedure on (B)(6) 2023. Additional information was requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.